Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: the "phlebotomist observed the tubes were underfilling. This was observed when closed or open systems were used."